Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and found that the o-ring on the docking portion of the console was cracked. To fix the issue, the fse replaced the o-ring, and tested the iabp. The fse had found another slight leak at the connections to the high pressure regulator, and made the necessary corrections and tested the iabp with all leak tests which were all in specifications. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.